Event description:
It was reported that during a gastrectomy procedure, the tissue pad was detached off when the tip was wiped with gauze. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.